Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump timed out sooner than the 120 seconds that the time out setting was set to. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections.